Event description:
During testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and evaluation found that the device alarmed with an e321 (battery charger timeout) error code. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.